Event description:
Pt with chest pains underwent catheterization without intervention. A perclose catheter was inserted during the procedure with resistance and difficulty in advancing the device. Upon insertion, the perclose device broke, and the clinical team was able to visualize the device in the abdominal aorta. The pt underwent immediate surgery to remove the device.